Event description:
The account generated a reactive corzyme eia result on a blood donor specimen that previously tested nonreactive. In 2003 the specimen tested initially reactive (s/co=0.484 cutoff=0.559). A day later the specimen tested nonreactive in duplicate (s/co=0.538, 0.567 cutoff=0.513). The specimen was reported as nonreactive and the blood unit was released. Later the same day, the specimen was tested again as a proficiency control check. The specimen tested reactive (s/co=0.415 cutoff=0.563). The following day the specimen tested reactive and nonreactive in duplicate testing (s/co=0.510, 0.578 cutoff=0.524). A corrected report was sent indicating the specimen retested reactive. The donated blood unit was recalled. No other blood products were produced from the blood unit. In addition, the specimen tested hcv, hiv-1/2, hivag and hbsag nonreactive on the first day of testing. It is unknown if additional testing was performed after the corzyme eia discrepancy was noted. No impact to patient management was reported.